Event description:
Spirit combo insulin pump screen went blank during use and customer states the pump failed to alert her to error message explaining why pump lost power. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The reported allegation in this medwatch was not tested.